Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 15.9-16.0cm and 16.4-16.5cm from the distal tip, consistent with lead friction to another device. Internal insulation abrasion was noted at 8.6-10.3cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.